Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure it was noted that the catheter was ruptured. Additionally, the IV flow was found to be obstructed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The photo shows the partial view of the catheter and complete view of port, and physician was pointing out the catheter defect. Partial break was noted on the catheter tube. Blood residues were noted on the catheter. Therefore, the investigation is confirmed for the reported catheter fracture issue. However, the investigation is inconclusive for the reported obstruction issue as obstruction cannot be verified from provided photo and it is unclear which component got obstructed, however catheter rupture may be contributing factor. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure it was noted that the catheter was ruptured. Additionally, the IV flow was found to be obstructed. There was no reported patient injury.